Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Change in hv lead impedance measurements were observed. Externalized conductors were seen via x-ray. The lead was capped and replaced.